Event description:
An ophthalmologist in another country reported that a patient experienced corneal abscess after using solution for 150 days. Patient presented with peripheral corneal abscess in one eye with discomfort, photophobia and dry eye sensation. Corneal edema and acute conjunctival hyperemia were noticed. Visual acuity was reduced to 20/50 in this eye. The second eye presented keratitis and visual acuity reduced to 20/32. The ophthalmologist diagnosed microbial infection and prescribed antibiotics. The doctor did not see the patient since prescribing medication and no other information is available.

Manufacturer narrative:
No product was returned for evaluation and no lot number information was provided. Based on available information, no root cause can be determined and no conclusion can be drawn.